Event description:
It was reported that a patient underwent a rotator cuff repair procedure using an opus smartstitch m-connector device. Allegedly, the suture did not pass through the smartstitch m-connector cannula the physician tried another smartstitch m-connector but was unsuccessful in completing the procedure arthroscopically. The physician reverted to a mini open to complete the surgery, resulting in a 30 minute delay. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional, manufacturer narrative: the patient's age and gender have been requested but not received. The second device used in this procedure has been filed under MDR 2032380-2011-00081.